Event description:
The customer reported, that during use of a handpiece with this cable in an open repair of a distal radial fracture. It started on its own. The handpiece was used with this cable to complete the surgery and there was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: to date, this cable has not been received to perform an evaluation. A follow-up report will be submitted upon completion of this investigation.